Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On april 3, 2026 at 13:50 pm, given to the patient to replace the positive pressure connector, before use to check the infusion connector packaging is complete and in the expiration date, open the packaging through the inspection found that the connector leakage, immediately stop using, replace the new infusion connector, check no error after the smooth replacement for the patient.